Manufacturer narrative:
Additional information: negative prep was also performed with no issues identified. The stent was jailed and placed in the mid segment of rca. Patient is ok after procedure.

Manufacturer narrative:
Cine image review: the returned images appear to confirm the details as reported from the account, the stent appeared to dislodge during the attempt to cross the previously deployed stent. The dislodged stent is present in the mid rca. The images also confirmed the presence of a previously deployed malpositioned stent in the vessel.

Manufacturer narrative:
(B)(4)

Event description:
It was intended to use a resolute onyx drug eluting stent to treat the ostium of the rca. The device was removed from packaging per IFU, inspected and prepped with no issues identified. It is reported that due to a malposed des stent which was implanted in 2014, the patient required the resolute onyx stent to be implanted in the rca proximal to the existing stent. It is reported that the resolute onyx stent dislodged during delivery to / at the lesion. The stent had passed through a previously deployed stent, resistance was not encountered during delivery. It is reported that according to the physician, the resolute onyx stent caught on the previously deployed stent resulting in the dislodgement. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.